Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis. No malfunction reported. No conclusion can be drawn at this time.

Event description:
On (B) (6) 2009, patient was implanted with an artificial bowel sphincter (acticon). Patient had minimal opening of perineal incision. Twenty eight days after implantation, patient was re-hospitalized and sutured. On (B) (6) 2009, the entire device was removed due to chronic sepsis and persistent opening of perineal scar. Colostomy was performed.